Event description:
It was reported that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The event was confirmed via diagnostic imaging. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed the helix was bent, stretched, and damaged. Additionally, the inner coil in the connector region was over torqued due to procedural damage. The helix mechanism and measurement testing was unable to performed due to the condition of the helix. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage.